Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored for 24 hours and no blank display anomalies were noted. The power connector plug in and locked in place properly. The power management tool confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The device was received with minor scratches on case and lcd window.